Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they heard the same sound as usual, but the clip was still open. The clip remained locked on the delivery system. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.